Event description:
The white tissue pad came loose from the instrument and fell into the pt. The tissue pad was retrieved. The case was completed with a second instrument. No pt consequence was reported.